Event description:
The customer stated that her meter was giving readings such a s9.0, 9.3, and 9.9. It was verifed the meter was set in mmo1/l. The customer had just begun to use the meter, so no adverse events were alleged. She was able to reset the meter to mg/dl, and no product will be returned for evaluation.